Event description:
A malfunction alarm occurred, indicated by malf 0, without any notable events beforehand. The impact on the customer's blood glucose level was unknown, as the question regarding levels exceeding 500 mg/dl was declined. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Technical support advised the customer to continue using the pump and instructed them to call back if any issues arose.